Event description:
It was reported that a minicap extended life pd transfer set leaked; further described as ¿in the part of the thread that opens the catheter (blue part with white part)" (twist sleeve/main body) when the set was checked by the clinician. This was observed during patient use of the device for peritoneal dialysis therapy. The customer indicated there were drops of liquid that fell between the "thread of the termination of the extension and the cap" (main body/female connector). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a white minicap. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.